Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that since (B)(6) 2015 the pump would unexpectedly shut off multiple times. Review of the pump data by tandem technical support reveled that on (B)(6) 2016 the pump battery dropped from 45% down to 5% within two hours. Subsequently, the pump shut off. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer used the pump to deliver a correction bolus. It was indicated that the customer would continue to use the pump until the replacement pump was received.